Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject pacemaker was implanted on an (B)(6) years old child. One day after implantation, the displayed longevity was 1 year and 9 months.